Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus. According to the evaluation at the user facility, olympus confirmed that there was a possibility that this malfunction occurred due to the influence of the power supply environment of the user facility, and there was no abnormality in the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The power of the device was turned off automatically while the patient swallowed endoscopy. The user rebooted the device, this problem was resolved once. However, the same phenomenon occurred again soon. The user turned off the power of the using endoscopic system. The endoscopic systems were connected to the same power strip without using a centralized power supply. The user completed the procedure with the device. This phenomenon was not reproduced in the inspections after that day and the next day. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.